Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I'm feeling pain. The pain is from a section in my front upper gum area, directly to the right side of my front teeth. The issue is really due to the shape of the aligner. I expect it to be uncomfortable, but this section is causing actual pain. The support team provided fit tips. Photos show a small cut above tooth #8 on the gingiva. Additionally, there is quite a bit of blood in the aligner, on the lingual side of the upper right posterior.